Manufacturer narrative:
The reported event occurred sometime in (B)(6) 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a large volume folfusor separated from the housing. This was observed prior to use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from march 8, 2016- march 9, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.